Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump kept alarming no delivery. Customer changed the reservoir and the infusion set and issues persisted. Customer's blood glucose was 220 mg/dl. Troubleshooting was not performed as customer had done a complete set. Customer threw away previous infusion set and reservoir. Customer is not returning the reservoir for analysis.